Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer's current blood glucose level was 178 mg/dl. Customer did not feel okay to troubleshoot. Customer stated their body was not absorbing the insulin the insulin pump injected. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.